Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed exterior showed signs of physical damage. The front panel bezel was damaged, and the rear panel was pushed inside the cycler. Although there were visual indications of dried fluid within the cassette compartment, there were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. During an internal visual inspection of the returned cycler visual indications of dried fluid were found under pump a and b mushroom head and within the recess of the bottom cover. The cause of the dried fluid and fluid is unknown. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler went blank during an unknown phase of their peritoneal dialysis (pd) treatment. The ok and stop keys were pressed, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that patient would perform alternate treatment. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.